Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump "has door open close". There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported has door open clos plus tubing issue which were verified through a review of the event history log and found to be caused by a failed upper latch. The upper aux was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.